Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage on the connector was confirmed. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source displayed a e309 error after turning on. Additionally, the device cannot recognize the digital endoscopes. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.